Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the arm. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the arm. The product was not evaluated because there were no log data to review. The complaint of a missing sensor wire was undetermined. A probable cause could not be determined.